Event description:
It was reported that while the patent was in the hospital an evaluation was done that revealed right atrial (ra) lead undersensing during recordings of monitored ra episodes. Ventricular rates were noted to vary as well. The ra lead sensitivity was reprogrammed to address the undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.